Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of customer's low blood glucose levels. The spouse states the customer had been hospitalized for low blood glucose. The customer's blood glucose level was 20mg/dl. The spouse states their levels had been as high as 500mg/dl. The spouse states the customer was in a coma and in a nursing home. The customer had questions about pump function and insulin delivery options. The customer was assisted with pump features. The customer was advised to monitor the device and call back if issues persist.